Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the b2: outcomes attrib to adv event and h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead had physical damage in the insulation and yoke. The pace sense portion of the lead was surgically abandoned. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had physical damage in the insulation and yoke. The pace sense portion of the lead was surgically abandoned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).